Event description:
It was reported that an overinfusion occurred with this instrument. The staff nurse who reported this incident, has confirmed that the volume reading that they refferred to came from noting the pump's display and then subtracting this figure from the readings noted one hour earlier.channel a-noradrenaline and saline, settings (controller mode) rate 4 ml per hour-volume to be infused 5ml, readings: total volume infused=22ml. Channel b-drug unknown, settings (controller mode) rate 125 ml per hr volume to be infused 125ml, readings: total volume infused=131ml. There was no resultant pt complication and there are no other event details available from the account.